Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and the significant other of the patient via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was admitted to the hospital for medical management on (B)(6) 2018 after blood clots were confirmed radiology and ultrasound to be in their lungs and leg. It was reported that the patient had history of smoking and a recent surgery for the stimulator on (B)(6) 2018. It was confirmed with the health care provider (hcp) office that the blood clots were thought to be related to the recent stimulator surgery coupled with the smoking history. It was confirmed that the issue resolved without a planned or performed surgical intervention.